Manufacturer narrative:
Journal article: wong, kiong-ming et al. ¿survival comparison between surgical resection and percutaneous radiofrequency ablation for patients in barcelona clinic liver cancer early stage hepatocellular carcinoma.¿ indian j gastroenteral (july¿august 2013) 32(4):253¿257. Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that during a follow up period post radiofrequency ablation, one patient died of upper gastrointestinal bleeding.